Event description:
Heal-laa study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 20 mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of aspirin and clopidogrel. The 45-day follow up visit transesophageal echocardiogram (tee) revealed no thrombus. The patient came in for their one (1) year follow up tee imaging procedure. The tee imaging showed that there was a laminar, non-mobile device related thrombus present on the atrial facing surface of the closure device measuring 18 mm x 15 mm. The patient was on aspirin only at the time of the event. The physician started the patient on apixaban in response to this event. No other complications were reported to have occurred.